Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the catheter was ¿de-sterilized¿ by accident. Also, the catheter was being used passed the used by date. There was no patient involvement.